Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement in which a shapematch cutting guide was utilized. As a result of the use of the shapematch the patient allegedly sustained an injury.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding an injury to a patient involving a shapematch cutting guide was reported. The event was not confirmed. Device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: not performed as no specific failure modes were reported. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement in which a shapematch cutting guide was utilized. As a result of the use of the shapematch the patient allegedly sustained an injury.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer